Event description:
It was reported that a remote transmission was triggered due to a lead integrity alert (lia) on the right ventricular (rv) lead. The rv lead was found to have t-wave oversensing (twos). The patient¿s healthcare provider was notified. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.